Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer's current blood glucose was 588 mg/dl. Customer has not treated it with insulin. Customer reported they have a backup plan. Customer was able to perform the high pressure test and passed. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised pump is working as designed and follow up with healthcare provider about high blood glucose.